Event description:
Patient had meningioma removal on (B)(6) 2014 via suboccipital craniectomy and c1 laminectomy/decompression. The dura was reapproximated with some nurolon interrupted and then was covered with a piece of duragen (manufacturer integra, cat # dp-1022, lot # 1132857) and then duraseal (manufacturer integra, integra, cat #202050, lot # n3l134ox), patient was discharged home on pod #4. Pt presented to ed on (B)(6) with chief complaint of severe 10/10 headache, nausea, blurry vision, and fevers to 101.5 since (B)(6). Subsequently she had follow-up with neurosurgery and was started on a medrol dosepak which she finished a couple of days before next admit. Pt re-presented to ed on (B)(6) with increasing fatigue x 2-3 days and husband stated she had been incoherent, in and out of consciousness, falling asleep frequently, and seemed confused with daily fever since the surgery up to 101 at home. CT scan showed persisting communicating hydrocephalus. Csf culture was negative. Placement of right programmable vp shunt done on (B)(6). Patient was discharged on (B)(6) in stable condition. On (B)(6), patient was again hospitalized with 2 days of confusion and disorientation. CT scan compared with prior CT show interval placement of the r frontal ventricular shunt catheter with mild hypodensity along its track, which can be seen due to flow of csf or edema. Hydrocephalus was unchanged; interval increase in a pseudomeningocele formation at the site of occipital craniectomy. Ams worsened with pt only oriented to self and place which was thought to be due to csf build up and vp shunt adjusted. On (B)(6) shunt was revised and settings were adjusted. Shunt was externalized on (B)(6). Csf was collected and sent for gram stain/culture/cell count/glucose. Became febrile and started empirically on vancomycin/cefepime. ID consultant determined cause to be eosinophilic meningitis (present for weeks which correlates with her fevers) - csf on (B)(6) with 78 eosinophils) and abx were discontinued. The fevers/eosinophils predate the placement of the shunt. Shunt failure thought to be secondary to clogging by the neutrophils and other cellular debris. Duragen thought to be the likely source as it is a purified collagen matrix-bovine derived and case reports exist for eosinophilic meningitis followed dura plasty with bovine graft (these have been treated with removal of material and with corticosteroids). Pulse steroids started for treatment. Pt still complained of headache, but was improved with addition of steroids. On (B)(6) csf culture with gram positive rods in broth only at 7 days from (B)(6) culture and was restarted on vancomycin. Thought to be probable contaminant given late growth and low organism burden as well as the fact that patient has always had an eosinophilic pleocytosis and never a neutrophil predominant one. Vancomycin discontinued. No organisms or gram stain/culture negative. Csf culture from (B)(6) grew p. Acnes, still thought to be a contaminant. However, neurosurgery treated anyway. ID treated with ceftriaxone 2g q12 hours x 7 days. Pt still with intermittent confusion and mild intermittent headaches. On (B)(6) shunt re-internalized. On (B)(6) cognition improved but difficulty with short term memory. Discharged home (B)(6) on steroid taper. Readmit on (B)(6) for increasing confusion, headache, and disorientation over past 2 days. Still was taking decadron daily. CT scan with increased ventriculomegaly increased compared to prior studies; suspicion for hydrocephalus in shunt failure. On (B)(6) shunt reprogrammed and externalized. On (B)(6) headache improved, lucid mental status. On (B)(6) washout of suboccipital wound, removal of duragen and patch with pericranium, and internalization of vp shunt. Csf and tissue culture were no growth. On (B)(6), patient was re-admitted for altered mental status and syncope (found down by her husband). Patient underwent another vp shunt revision on (B)(6). Patient is currently in the ICU.